Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery due to problematic infusion set cannulas. The patient had a blood glucose of 446 mg/dl, 260 mg/dl, and 320 mg/dl during a few of the no delivery alarm events. The customer treated with insulin pump boluses. The customer resolved the no delivery issues by changing the infusion set and reservoir. No products were returned and two replacement infusion sets and two reservoirs were shipped to the customer.